Event description:
It was reported that prior to starting a da vinci surgical procedure, during set up, the fenestrated bipolar forceps instrument was not recognized by the robot. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of instrument was not recognized by the robot. The instrument was placed on an in-house da vinci system and recognition and engagement passed on multiple attempts and on different arms. The pogo pins were not contaminated and not stuck. Failure analysis investigation also found a dislodged luer plate that was no longer secured in its place at the housing. No missing pieces or components observed. Failure analysis concluded that the damage may have been due to mishandling/misuse. The distal end of the main tube had insulation damage and material was missing. The surface of the main tube appeared be scraped off. The instrument passed the electrical continuity testing. No other damage was found.